Manufacturer narrative:
Devic is an instrument and is not implanted/explanted. No service history review can be performed as part number 391.201 with lot number(s) p312512 is a lot/batch controlled item. The manufacture date of this item is july 18, 2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing location: (B)(6), released by: (B)(4). Manufacturing date: july 18, 2006. Inspection sheet for incoming final inspection met inspection acceptance criteria. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the patient underwent a revision surgery for a depuy orthopedic implants, hip replacement device and open reduction and internal fixation (orif) of a right femur. During the (B)(6) 2017 revision surgery, 2 cable implants were opened and placed in the patient and a synthes cable tensioner was used to tighten the synthes cable. The cable tensioner would create tension but not release the cable. Many attempts were made but it failed to release the cable. One of the two cables was stuck in the cable tensioner device. As the surgeon needed to use both implants to complete the procedure and since one of the implants malfunctioned (stuck within the tensioner), surgeon decided not use either of the implants. The 2 cable implants were removed from the patient. Surgeon proceeded to use wires from a different manufacturer to complete the surgery. Revision surgery was completed successfully with a thirty (30) minute surgical delay. No x-rays were taken. Patient is reported to be in stable condition. No additional information available. This report is for the intra-operative issues during the revision procedure. The need for the revision procedure will be captured by depuy orthopedics who has been informed of the event. Concomitant devices reported: cable implants (part 298.801.01s, lot unknown, quantity 2); provisional tensioning device (part unknown, lot unknown, quantity unknown); attachment bit (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed. The customer reported the tensioner would not release the cable. The repair technician reported the cable tensioner would not release the cable. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was completed. A device history record (DHR) review, service history review and evaluation, and manufacturing evaluation were performed as part of this investigation. The complaint is confirmed. The customer reported the tensioner would not release the cable. A 1.7mm cable was observed to be lodged in the jaws of the tensioner and initially could not be removed. It was also confirmed during visual inspections that the nose piece of the tensioner was not returned. Destructive testing was determined to be necessary in order to remove the lodged cable. The device was routed to instrument assembly for further inspections and the cable was successfully removed. Functional testing could not be performed on the device as the nose piece to the tensioner was not returned. Corrected data: corrected quantity of the reported concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: cable implants (part 298.801.01s, lot unknown, quantity 1);